Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: no anomalies found were found. The full lead was returned for analysis.

Event description:
It was reported that the lead would not fixate post-open heart surgery due to patient anatomy. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.